Manufacturer narrative:
Block g2: medwatch# (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy correctly. When attempting to fully close the handle to deploy, it seems as if the handle was jammed. The staff squeezed the handle as hard as they could for multiple times, and clip eventually released from the catheter. There were no patient complications reported as a result of this event.